Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material in both locations could not be conclusively identified. Event 1: residual liquid was at distal end it is likely the foreign material remained adhered to the distal end because reprocessing could not be conducted properly due to the discovered leak from the scope connector. This event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): evis exera ii tjf type q180v operation manual chapter 3 "preparation and inspection" describes how to detect for the suggested event. Evis exera ii tjf type q180v reprocessing chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" describes how to prevent the suggested event. Event 2: foreign material in the light guide lens it is likely humidity invaded the lens, which led to corrosion, because the light guide lens glue had peeled off due to user applied physical/chemical stress. The material likely remained in the lens because it was not adhered to an outer surface of the scope and therefore could not be removed by reprocessing. This event can be detected by handling the device in accordance with the following instructions for use (IFU): evis exera ii tjf type q180v operation manual chapter 3 "preparation and inspection". Olympus will continue to monitor field performance for this device.

Event description:
The customer informed olympus the device was being returned for an annual inspection. There were no reports of patient or user harm associated with the request.the device was returned to olympus for a device evaluation and found the distal end had residual liquid, and the inside of the light guide lens had foreign objects.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for an annual inspection, and in addition to the reported in b5, the device evaluation found due to deformation of the scope connector the water tightness was lost, the adhesive on the bending section cover rubber had a crack, the universal cord had a scratch, and due to annual inspection some parts must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.